Event description:
It was reported to philips that the footswitch was not working. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event occurrence. A coronary diagnosis procedure was completed by using another system. The field service engineer (fse) inspected the system onsite and identified footswitch is not working. To resolve this issue, fse replaced the wired footswitch. After replacement, the system was returned to use in good working order. The defective footswitch was returned to philips for further analysis. The analysis identified that the cable was damaged with visible cuts had previously been repaired using tape, the anti-slip was missing, and experienced complete control failure when the cable was rotated at the footswitch inlet. The codes have been updated based on the investigation's outcome